Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The caller stated the vinyl pulled free from the back screw on the back right side.